Manufacturer narrative:
Patient information was unavailable from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. The medtronic representative update the software. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to duplicate the issue.

Event description:
A medtronic representative reported that, during a cranial resection procedure, the patient exam would not load on the navigation system. The patient exam was on a cd; while loading the disc the monitor froze. The surgeon opted to cancel the procedure. No patient harm was reported.

Manufacturer narrative:
Patient information provided. Patient weight was reportedly "normal," but no specific amount was provided by the site.the procedure was completed without navigation or any impact on the patient outcome.